Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed that the force sensor was out of calibration and the resistance measurement was out of specification. During testing the pump did not recognize the cartridge at the load step. There was evidence of green contamination observed on the force sensor plate. Unrelated to the force sensor issue, investigation also revealed that the keypad was peeling and the up arrow keypad button is unresponsive. There was evidence of keypad adhesive found under all key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.